Event description:
It was reported that the ventilator shut down with no audible alarm while connected to the patient. The patient desaturated and started to turn blue. The patient was ambu bagged for a few minutes to increase the saturation and was then placed on a back-up ventilator. No reported harm to the patient.